Event description:
Caller stated that medical attention was sought on (B)(6) 2024 around 3:30am at home. Caller stated that the end-user attempted to test his blood glucose with his prodigy meter gave an l-b error code. Caller stated that she then called paramedics due the caller feeling lethargic and weak. Caller stated that the end-user does not have a normal range for this time of day. Caller stated the end-user did not consume any food, drink, or medication while waiting for the paramedics to arrive. Caller stated that the paramedics arrived in about five minutes. Caller stated that the paramedics tested the end-user with their meter and received a reading of 138mg/dl. There was no treatment giving to raise or lower blood glucose. The end-user was not transported to the hospital. There was no additional information provided.

Manufacturer narrative:
1.no nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)). 2.the meter that was shipped to pdc on 2019-11-19 was used to re-examine its setting and all functions, and no malfunction occurred. Standby current (4.1 ua) of the suspected meter met acceptance criteria (< 55 ua). 3.because no information of strips were provided, suspected meters was used to re-test by any retained strips (lot#: d230320b-4) and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31). Gcs test results (level low: 60/73; level high: 333/330) met the acceptance criteria (level low: 40~85; level high: 230~340). 4.as above, no non-conformance and malfunction of the suspected device were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.